Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. As a result, a lead safety switch (lss) was triggered. In addition, noise oversensing was noted prior to the lss. Therefore, a lead anomaly was suspected, but it was not conclusive. Further testing was recommended. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Follow up report 1 (additional information): this section is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. As a result, a lead safety switch (lss) was triggered. In addition, noise oversensing was noted prior to the lss. Therefore, a lead anomaly was suspected, but it was not conclusive. Further testing was recommended. No adverse patient effects were reported. This device remains in service. Additional information indicated that there were signal artifact monitor (sam) events stored. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. As a result, a lead safety switch (lss) was triggered. In addition, noise oversensing was noted prior to the lss. Therefore, a lead anomaly was suspected, but it was not conclusive. Further testing was recommended. No adverse patient effects were reported. This device remains in service. Additional information indicated that there were signal artifact monitor (sam) events stored. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
11/11/2025 - follow up report 1 (additional information): this section is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.